Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/01/2015 with the following findings: evaluation revealed that the battery compartment was cracked. Unrelated to the battery compartment issue, investigation revealed that the clip on the back of the pump case was not able to be removed from the u- groove on the back of the pump case. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/01/2015.